Event description:
The facility's biomedical engineering department reported an overinfusion of insulin. The 100ml insulin bag was started at a flow rate of 6ml/hr with a vtbi of 90ml. One and a half hours later, the nurse noted that the pump read vtbi at 87.9ml but the volume left remaining in the bag was 55ml. No patient injury has been reported. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, or age of patient.